Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the reservoir compartment was broken. The device had not been dropped or bumped. The customer's blood glucose reading was 7 mmol/l. The customer was advised that their device would be replaced, and to return theirs for analysis.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, reservoir tube, broken reservoir tube lip and minor scratched display window.